Event description:
It was reported that a (B)(6) race female patient underwent a primary breast augmentation reconstruction revision surgery with two 225cc mentor smooth round moderate profile saline breast prostheses and experienced bilateral device migrations post-operatively. As a result, the patient underwent explantation of the left side on (B)(6) 2014. The right side was removed and reinserted, which is considered off label use of the device. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).